Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was performed on a patient with coronary artery disease (cad). A 38 x 2.50 promus premier select stent was advanced to the target lesion and deployed in the proximal left anterior descending artery (lad), a 20 x 2.50 promus premier select stent was advanced to the target lesion and deployed in the right coronary artery (rca) to posterolateral vessel (plv), a 28 x 2.75 promus premier select stent was advanced to the target lesion and deployed in the mid right coronary artery (rca). The procedure was completed. However, the patient expired after the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was performed on a patient with coronary artery disease (cad). A 38 x 2.50 promus premier select stent was advanced to the target lesion and deployed in the proximal left anterior descending artery (lad), a 20 x 2.50 promus premier select stent was advanced to the target lesion and deployed in the right coronary artery (rca) to posterolateral vessel (plv), a 28 x 2.75 promus premier select stent was advanced to the target lesion and deployed in the mid right coronary artery (rca). The procedure was completed. However, the patient expired after the procedure. It was later reported that the patient presented having complaints of chest pain with severe perspiration, nausea, and chest uneasiness. The patient was noted to have had complaints of chest pain on and off for 15 to 20 days prior to admitting to the hospital. A 2d echo was performed on (B)(6) 2020 and revealed severe left ventricular (lv) systolic dysfunction, 32% (visual) left ventricular ejection fraction (lvef) mild tricuspid regurgitation (tr), no pulmonary arterial hypertension (pah), regional wall motion abnormalities (rwma) rca, lcx territory, and grade I dysfunction. The patient was admitted with inferior wall myocardial infarction (iwmi) (hyperacute) with ongoing chest pain, and the patient was sent to the cathlab for angiography. On the same date, a coronary angiography (cag) was performed, with an impression of coronary artery disease and deep venous disease (cad-dvd). The cag revealed double vessel disease. The proximal lad was 99% stenosed and that the distal rca was 99% stenosed followed by 99% lesion. The advice was primary angioplasty in myocardinal infarction (pami) to rca and lad. A percutaneous coronary intervention (pci) was then performed with a result of a percutaneous transluminal coronary angioplasty (ptca) to lad and rca with 3 drug eluting stents (des) done. A pci was performed on the lad (1 stent) and the rca (2 stents). Vascular access was obtained via the right femoral artery. The surgical procedure was performed under all aseptic precaution via intra aortic balloon pump (iabp) insertion. The patient was on inotrops with cardiogenic shock. After pci, sudden brady arrest occurred so an invasive ventilator support was given, resuscitation was performed, and temporary cardiac pacing (tpm) and iabp insertion was done. It was noted that despite all of the treatment, the patient had no pulse, nor respiration, the pupils were bilaterally fixed dilated, and not responding to light. The patient death was declared.